Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluation by product analysis on 12/23/2014 with the following findings. Unable to duplicate ¿loss of prime¿ complaint. The product performs within specification. Black box shows loss of prime due low none-zero force warnings, returned battery cap and cartridge cap were used to complete the investigation. No warnings or alarm occurred during the investigation.